Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
On november 3, 2016 spacelabs received a copy of a materiovigilance report from (B)(6). The document related a (B)(6) hospital¿s report that on the (B)(6) 2016, a patient experienced bleeding and cardiac arrest one day following multiple heart valve replacement surgery. The document stated that monitoring interference was present preventing the acquisition of the egg signal resulting in a delay in alerting professionals to the cardiac arrest. The patient was resuscitated, however his condition worsened and the patient died from multiple organ failure and cardiorespiratory arrest on the (B)(6) 2016.

Manufacturer narrative:
The patient's historical data and trend information was reviewed by a spacelabs lead software engineer. The alarm strips clearly show ECG changes typical of cardiac distress, including depressed qrs amplitude in v5, ventricular flutter and ventricular fibrillation. There was no evidence of asystole in the ECG waveforms. A very noisy signal was noted throughout 1.5 hours captured in the printouts. This was due to an issue with ECG electrode placement. Although the ECG signal quality was insufficient for accurate monitoring of the patient¿s cardiac rhythm, the monitor did provide at least seven alarms for low spo2 and at least twelve ECG alarms during the complaint episode. The device performed to specifications. This report is considered final, and the issue is closed.